Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found there was an upstream occlusion (uso) seal delamination. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to faulty downstream occlusion (dso) sensor. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the pump was over occluding during testing". During device evaluation it was found the downstream occlusion (dso) sensor was fault.